Manufacturer narrative:
(B)(4). Date of initial report : 02/15/2016. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the initial procedure of a laparoscopic splenectomy was performed successfully. Medtronic (covidien) devices of egia 45 articulating vas sulu (egia45av) with egia ultra universal stapler (egiaustnd) were in use during the procedure. The surgeon noted he was unable to access the artery that leads to the spleen with the stapler so he used the ligasure maryland lf1737 device to dissect out the spleen. Then he used the stapler to complete the procedure. He stapled proximal to the ligasure dissection. Post-operative diagnosis discovered arterial bleeding from the staple line. There was also bleeding through the vessel where the ligasure had been used. The patient was given 10 units of blood and was brought back into surgery. An open approach was used on the patient and the surgeon sutured the artery to correct the issue. The patient was in the ICU and recovering at the time of the initial report.

Manufacturer narrative:
(B)(4).

Event description:
The patient was released from the hospital.